Event description:
The customer reported that the co2 calibration expired and the discharge button on the paddles was faulty.

Manufacturer narrative:
(B)(4). The customer reported that the co2 calibration expired and the discharge button on the paddles was faulty. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.